Manufacturer narrative:
The device was not returned for evaluation. Per the DHR review, the part was likely conforming when it left zimmer biomet control. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. The cause of the damage cannot be determined at this time since the product was not returned and, there is no information available regarding how the torque wrench was being used or handled at the time of the damage. This device is used for treatment. If additional information is received which alters that information in this report, a follow-up report will be submitted.

Event description:
It was reported that a torque handle was not working properly while attached to a torque multiplier intra-operatively. Once the torque multiplier was disconnected and a regular final driver was attached, the torque handle worked as expected. However, the manufacturer found that the handle was outputting torque under the specified limit.